Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out-of-range, hv lead impedance was observed through merlin.net transmission. Patient was asymptomatic. Programming change was made in-clinic and the patient will continue to be followed normally.